Event description:
Info received indicates the right siderail end tube was broken, preventing the siderail from latching.

Manufacturer narrative:
The tech replaced the right siderail end tube to repair the stretcher.